Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged additional wound site and documented slough are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. On (B)(6) 2017, the nurse allegedly observed yellow slough. On (B)(6) 2017, the nurse subsequently observed the patient and documented "na" for necrotic, slough, granulation, epithelial and tunneling. On (B)(6) 2017, the physician noted "adequate granulation tissue formation was achieved and activ.a.c.¿ therapy system with ion progress¿ remote therapy monitoring was discontinued." It is unknown if medical or surgical intervention was performed. Kci has made multiple unsuccessful attempts to obtain additional clinical information. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
The following information was reported to kci by the patient's spouse: on (B)(6) 2017, the nurse removed activ.a.c.¿ ion progress¿ remote therapy monitoring system allegedly due to "another wound site appearing under the v.a.c.® drape." No additional information was provided. Per records review, on (B)(6) 2017 it was noted that activ.a.c.¿ ion progress¿ remote therapy monitoring system was placed on hold (B)(6) 2017. On (B)(6) 2017 records state that on (B)(6) 2017 adequate granulation tissue formation was achieved, and v.a.c.® therapy was discontinued. On 22-jun-2018, kci received records that noted the following: on (B)(6) 2017, the nurse observed the patient and noted yellow slough. She also noted the wound vac was removed from patient's left foot as patient refused to have activ.a.c.¿ ion progress¿ remote therapy monitoring system reapplied. The patient feels it is causing more skin breakdown. Physician is aware. Wet to dry dressing was applied. On (B)(6) 2017, the nurse observed the patient and noted "na" for necrotic, slough, granulation, epithelial and tunneling. On 12-jul-2017, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2017, the device was placed with the patient. On 24-oct-2017, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.